Event description:
On the initial report received by aso on 02/04/2022 consumer stated that the product caused an irritation after using only once. Her doctor prescribed hydrocortisone cream. We received completed customer information request (cir) from the consumer on 02/14/2022. Consumer stated that product caused itching and redness after applying the product before bed and removing it next day in the morning. She took benadryl and used hydrocortisone for a week. Consumer also stated that the symptoms corrected after she stopped using the product.

Manufacturer narrative:
As of 03/03/2022 aso was unable to retrieve the lot number information or unused return product. Aso reviewed records of biocompatibility tests, latex screening and ript test with no issues reported. Refer to this report for further details.